Event description:
Under a ruptured aneurysm operation 2 aorta occlusion catheters were used with ballooning rupture. Aortic wall was calcified but not with sharp deposits. As systolic pressure reached a level of 70-80mm hg the event occurred.